Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Customer declined troubleshooting with tandem technical support. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 288 mg/dl.